Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron plus g136, they allege that the tip gets hot. No injury was reported from the alleged event.

Manufacturer narrative:
000 evaluated,meets specifications;contact customer. Could not duplicate customer's complaint. Unit working within factory specs. Advise customer to ensure water pressure to unit is at recommended 40 psi and insert(s) used area free of damages, debris, and that they function normally. Replaced damaged/worn components and recalibrated unit to factory specs.